Manufacturer narrative:
Date of event/therapy date is (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the connection point between the homechoice cassette and the solution bag. This was noted during peritoneal dialysis therapy. The patient was connected at the time of the event. The patient ended the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.